Event description:
The patient was undergoing a glue procedure with nbca for an avm in the brain. The physician was using the neuron 053 as a guide catheter and had a magic microcatheter to deliver the glue. The catheter was advanced into the right vertebral artery to the c2 level. The neuron 053 broke near the hub during the procedure and needed to be pulled out and replaced. The procedure was completed without incident to the patient. Patient information was requested but the physician claimed he would not disclose the information because of hippa.

Manufacturer narrative:
Device investigation: results: the catheter is broken just distal of the ID band on the proximal shaft of the catheter. The surface of the break site shows stretching and material deformation. There is a kink in the catheter 35.5 cm distal of the break site. Conclusion: the break noted in the complaint is confirmed. The cause of the break cannot be directly determined but the deformation of the shaft material at the break site suggests that significant external force was applied to break the catheter. This kind of break often occurs if the hub of the catheter is torqued and bent during manipulation in the patient. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.